Event description:
It was reported that the pulse generator could not be interrogated. The magnet rate was 70 pulses per minute, indicating an elective replacement indicator (eri) status. The pulse generator was replaced due to normal eri.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.